Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on (B)(6), 2009. According to the complainant, post-procedure, the patient presented with unspecified complications. According to the physician's office, as of patient follow up received in (B)(6) of 2009, no patient complications were reported. The patient reported to the physician's office in 2011 (date not specified) to have stress urinary incontinence. All other information is unknown and unavailable.